Event description:
The user stated there was water leaking from under the analyzer and the water tubing was shaking when a clicking sound was herd from the back of the analyzer. The user stated there was the possibility that this issue could pose a slip hazard. No one had slipped, and they had the leak contained with towels. They were not yet live with the analyzer so, no patient samples were affected.

Manufacturer narrative:
The field service representative did not find a cause and stated the analyzer was functional and no water leak was detected. Performance tests were performed to verify the analyzer operation with no problems.